Manufacturer narrative:
Implant currently remains in the pt. Subject device is only marketed in (B) (4). Investigation could not be concluded, no conclusion could be drawn. No lot number was provided. Mfg records could not be reviewed without a lot number. Date of MFR cannot be determined without a lot number. A recall has been initiated on these devices for an unrelated issue.

Event description:
A pt was implanted with n-flex rods during a revision procedure. Pt had been placed in neutral position of slight lordosis. No distraction intraoperatively on the n-flex segment. The implant was placed stress-free (no rod persuasion). X-rays taken at 2 months and 6 months post implant showed no signs of breakage of the rods. X-rays taken 1 year post implant showed one rod broken, but no correlation with worsening of symptoms. X-rays at 13 months show the cranial left screw to be loosening. Surgeon wants to revise the pt but the pt does not want another surgery at this time.